Event description:
The patient reported wearing the pod on the abdomen for between 4 and 24 hours when the issue began. The patient noted that the pod did not appear to delivering insulin effectively as blood glucose (bg) levels were not decreasing despite attempted boluses. Bg readings increased to 400 mg/dl. The patient subsequently discarded the pod and activated a new pod, which had been functioning normally. Prior to seeking medical attention, the patient consumed a cereal bar when bg was at 166 mg/dl. Later, before lunch bg levels rose into the 200 mg/dl range, and the patient administered a bolus. Bg levels then increased into the 300 mg/dl range, prompting the patient to administer another bolus. Following this, the controller displayed "high." Due to escalating bg levels and associated symptoms, the patient decided to seek emergency medical care. On (B)(6) 2025, the patient sought medical attention and confirmed wearing the pod at the time of tie visit. The patient experienced general discomfort and that the "heart was racing". The patient was diagnosed with high glucose levels and received treatment consisting of two bags of fluids and 10 units of insulin administered in two separate doses. The patient was discharged approximately eight hours later on the same day. Medical staff advised the patient to keep an insulin pen available for similar situations in the future.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.